Event description:
It was reported that the patient advocate of the patient with this pacemaker called technical services (ts) and reported that the patient experienced a syncopal episode and dizziness. Ts referred the patient advocate to contact the device treating clinic for further evaluation. At this time, the device remains in service. No adverse patient effects were reported.